Event description:
It was reported that the device did not obtain a spco reading. Customer reported that because spco window on the non-masimo monitor that was used with the device, is not visible, one must dial in to see what the reading is. It was reported that the only time the spco ready become readily available (on screen) is when there is a reading of 10 or higher customer reported that since there was no alarm when the spco does not get a reading, unlike the spo2, which does alarms when it does not get a reading, the medics were never aware the spco was not obtaining a reading. Ems was not warned of any problems with spco. Customer reported that they were responding to suspected food poisoning, however, and never actively checked readings. It was reported that the parents and (B)(6) son were released by hospital having not been tested for co. Two days later ems responded to their house again where both parents had died of co poisoning and the son survived. Medical intervention on the pt is unk.

Manufacturer narrative:
Attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.